Event description:
Reporter alleged the customer awoke disoriented and she obtained a blood glucose of 121 mg/dl on her advantage system. Reporter stated that she treated the customer with 3 glucose tabs because of her hypoglycemia, obtained another result of 112 mg/dl on the same advantage system, and took her to the ER. Reporter stated the ER obtained a result of 48 mg/dl on their system, treated her with one can of ensure, and advised her to stop taking her oral glucose medication. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.